Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# v254842, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer via the manufacturers' representative reported that there was a loss of efficacy. There was an impedance check preoperatively and it showed over 4000 ohms on all 4 electrode combinations. The cause of the event was unknown; the patient did not have a fall or blow to the lead. The lead was replaced. It was noted that the implantable pulse generator (ipg) had a 6 month battery life so it was replaced also. The issue was resolved at the time of this report. The patient was indicated for urinary dysfunction/ sacral nerve stim. There was no further information reported about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.